Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: there were loose direction pin, received without the inner, outer adapters and without protector tube and there were debris in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, hd, autoclavable had broken off components; the end of life scope's top broke off. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. Based on the results of the investigation, it was determined that excessive use led to the malfunction. Olympus will continue to monitor field performance for this device.